Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: were there any unexpected outcomes or complications resulting from the prolonged surgery time? No. Which tissue was being sutured when the event occurred? Peritoneum was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. Please provide the source or name of person providing answers to follow-up questions: (B)(4).

Event description:
It was reported that a patient underwent a peritoneal closure in cesape (via lsk) procedure on (B)(6) 2025 and suture was used. During the procedure, the thread immediately broke under tension (at the knot or with continuous sutures). During use on patient. No patient harm nor significant delay reported. It cost 15 extra minutes of surgery duration. Procedure finished with same like device. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/3/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Two unopened samples were received for analysis. The product code is pdp317h. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.